Event description:
Edwards received information that a valve in valve procedure occurred six (6) years after implant due to aortic stenosis. As reported, the patient was stable and transferred to the intensive care unit (ICU) for further monitoring. No additional details provided.

Manufacturer narrative:
The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). There no further actions are possible with the available information.